Event description:
A patient in ireland was admitted to the hospital with hypertension and suspected hemolysis following a dialysis treatment. The patient¿s scheduled to undergo dialysis for 4 hours however, his treatment was discontinued 30 minutes early due to his high blood pressure and the lack of response to the antihypertensive medication. The patient¿s blood pressure at the beginning of treatment was 172/116 and it went as high as 265/145. The patient¿s first two blood samples were reported to be hemolyzed. The lab results showed an elevated ldh however, hemoglobin and haptoglobin levels were within normal limits. The coombs test was negative which indicates there was not an autoimmune or drug induced hemolysis. There was not a blood smear for schistocytes obtained and therefore mechanically induced hemolysis can not be ruled out. The root cause of the hemolytic condition remains unknown. The machine was inspected and determined to be within manufacture¿s specification. The disposables were discarded and not available for inspection. There were no reports of blood line or dialyzer anomalies and no kinking of the blood line. The arterial and venous pressures were normal throughout the treatment.

Manufacturer narrative:
A gambro polyflux 170 h was used in the dialysis treatment. The dialyzer was discarded and not available for investigation. The device history record for this lot number showed no anomalies. There were 41,784 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No other complaints for similar events were reported for this lot number.